Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) conductor wire was broken. The fbf instrument was not used on the patient. The customer used a backup fbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had a full cable breakage and it was found during procedure preparation. No photographic images of the device or recording of the procedure is available for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.